Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Both pumps were found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. During on site visit, the biomedical engineer of the hospital communicated that the customer increased the occlusion at the start of the case. Most likely an over occlusion of the pump tubings set by the user caused the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump and an s5 roller pump used on s5 system console stopped during a procedure. There was no report of patient injury.